Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the trunk cable was severed from the distribution node (dn). The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation the monitor was found to b resetting every 41 seconds and would not complete the power on sequence. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the damaged cable and wires or the defective monitor. The patient received a replacement electrode belt and monitor. Device manufacture date belt: 10/2010; monitor: 02/2012.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that one of the cables on the belt was damaged and the monitor would not power on. The patient was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Follow-up: additional information: device evaluation of monitor sn (B)(4) has been completed. The cause for the monitor resets was isolated to a thermally damaged programmable logic device (pld) u1003 on the monitor c/a board. The root cause of the thermal damage to the pld could not be positively identified. Device manufacture date: bely: 10/2010, monitor: 02/2012. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the trunk cable was severed from the distribution node (dn). The root cause of the damaged cable and internal wires cannot be positively identified but is likely physical abuse. Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon evaluation the monitor was found to be resetting every 41 seconds and would not complete the power on sequence. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the damaged cable and wires or the defective monitor. The patient received a replacement electrode belt and monitor.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report that one of the cables on the belt was damaged and the monitor would not power on. The patient was issued a replacement electrode belt and monitor.